Event description:
(B)(4). It was reported the patient's attorney that as a result of having the product implanted, the patient has experienced pain and suffering, permanent injury, and will likely undergo corrective surgery.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced blood loss, pain, stress urinary incontinence, nonsurgical and additional surgical interventions.